Manufacturer narrative:
The customer evaluated the device and confirmed that the reported issue was caused by a faulty blood oxygen probe. The faulty part is not a philips product. The equipment was returned to normal after replacing the faulty blood oxygen probe, and there was no personal injury after a philips authorized service personnel (asp) confirmed with the reporting hospital.

Event description:
The customer submitted feedback via nmpa system to allege that during in use the blood oxygen clip was reconnected and the contact was poor repeatedly. No user / patient harm was reported.